Manufacturer narrative:
The lal was cut into small fragments and explanted. The lens fragments were returned to rxsight and examined; no problems were noted. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6) , +10.0d) was explanted from the left eye (os) due to patient dissatisfaction and a new light adjustable lens+ (lal+, sn (B)(6) , +11.0d) implanted as a replacement. Rxsight's first awareness of this event was on (B)(6) 2024. Reference report #3012712027-2024-00085 for the report on the right eye (od).